Event description:
It was reported that the user experienced a low blood glucose event while on the line with support, the call disconnected, and subsequent follow-up found the user at a glucose of 120 mg/dl and upset with the pump, noting increased insulin sensitivity and a plan from the physician to remove the pump pending an upcoming appointment. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included troubleshooting and education by support. Investigation of this case revealed that the cause of the hypoglycemia was unclear and no device alerts or alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.